Event description:
It was reported that the customer's insulin pump may not be delivering the insulin properly. It was stated that the device has a strange noise during the rewind and bolus deliveries. The caller stated that she is not comfortable and requested a replacement of the insulin pump. No further info was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump passed the rewind, basic occlusion, occlusion, prime, displacement, and excessive no delivery alarm. However, the device had loud motor noise during the rewind process as a result of a faulty motor.